Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle tip broke off into the catheter tube during use. The following information was provided by the initial reporter, translated from japanese: "in the department of immunology, the needle tip was found broken in the catheter tube during the using the product."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/17/2022. H.6. Investigation: a device history review was conducted for lot number 1074382. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the affected sample was returned to aid in our investigation. During their evaluation our engineers were able to identify the presence of clamping damage on the surface of the needle bridging both halves of the cleavage site. This damage is characteristic of contact with a mechanical gripping hand during the migration of the device during assembly. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle tip broke off into the catheter tube during use. The following information was provided by the initial reporter, translated from (B)(6): "in the department of immunology, the needle tip was found broken in the catheter tube during the using the product."